Manufacturer narrative:
Received 1 opened foley tray. The reported issue was confirmed as cause unknown. During the visual evaluation, it was observed that the tray does not contain the catheter. No other issues were observed in the received sample. No other test(s) were performed during the evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "-visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Attach the water filled syringe to the inflation port. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe." (B)(4).

Event description:
It was reported that there were no catheters in the tray. The complainant noted that another tray was used to complete the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there were no catheters in the tray. The complainant noted that another tray was used to complete the procedure.